Event description:
It was reported that during an implant, the right atrial lead was attempted due to poor capture. The lead was removed and replaced with a new lead. The right ventricular lead was dislodged and still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.